Event description:
It was reported that the "video camera filter" (non ams product) was not seating correctly with the scopes and cameras. The case could not be completed and was "converted from a greenlight to a turp". The procedure was completed with a "turp". Pt outcome: "things went well".